Event description:
This report is being filed upon notification from our x-ray, to submit this event that occurred in another country. Problem: pt and image data can be exchanged in this picture archiving and communication system (pacs). A pt's name and image(s) can be exchanged with another pt.